Event description:
It was reported that smoke started coming out of the patient's unit's filter vent and wall outlet during a storm that caused their power line to fall down. It was noted that the patient's device had stopped working after that. The patient used their portable oxygen tank until a replacement was received. The patient is doing fine with their replacement device. The patient was not hospitalized or injured due to the event.